Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a patient had their lead implanted they underwent a post-implant MRI scan to verify position. During the MRI the patient did not squeeze the buzzer which is used to indicate any issues they experience during the scan. However, when the patient was asked if they were okay they reported a warm sensation in their head, which subsided upon returning to the stretcher. The proper MRI procedure was followed. The patient stated they felt the warmth during the 3rd and 4th sequence of the MRI but they didn't squeeze the buzzer thinking it was their imagination.